Manufacturer narrative:
This complaint is not confirmed. According to the complaint form, we got the following information: "premicath was inserted on (B)(6) 2024. Line went to be removed on (B)(6) 2024, unable to withdraw more than 2cm with resistance. The consultant was involved, and line was removed, and tip has not been visualised. Approximately, 5cm left under ultrasound. Surgically removed on (B)(6) 2024. (B)(4) unit. [Details of clinical consequences for patient/user (seriousness)] end of line needed to be surgically removed. [Potential risk for patient / user] unsure of the quantity of the surfactant delivered [other devices in use at the time of the incident] none" we received the catheter and a 10 ml syringe (made by bd) as faulty sample. A cannula was attached to the catheter tube. The catheter tube snapped distal to the 3 cm. The matching catheter fragment (3 cm marking to catheter tip) was missing. The catheter tube was elongated. Microscopic examination revealed a lot of residues of a solution next to the 3 cm marking. The fracture surface of the catheter tube was very rough and uneven. Further residues were visible on the catheter tube. After cleaning the catheter tube with a wet paper towel, no residues were visible anymore. The catheter tube snapped during removal as stated by the customer. This, combined with the rough surface of the fracture and the elongated catheter tube, is typical of excessive tensile force. In the IFU it is stated: avoid any contact of the catheter tubing to alcohol, acetone or organic solvent-based disinfectants, or dressing sprays. This may irreversibly damage the catheter. Caution: do not over stretch the catheter as it may rupture, causing a catheter embolism. Catheter removal- once the course of treatment has been completed or the catheter needs changing, the catheter must be removed carefully. Place a gauze swab lightly over the insertion site. Do not apply pressure. Maintain swab in place and withdraw the catheter slowly with sustained gentle traction." The customer also stated that the catheter had been in use for more than one and a half months (inserted on (B)(6) 2024) and removed on (B)(6) 2024"9. Concerning this, there is a warning in the IFU: "do not use the catheter for more than 29 days." Having checked the batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. There are two further complaints for batch 100922gr and three further complaints regarding a snapped catheter during removal on code 1261.207 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault. Thus, as vygon, we do not take responsibility for this complaint.

Event description:
Premicath was inserted on (B)(6) 2024. Line went to be removed on (B)(6) 2024, unable to withdraw more than 2 cm with resistance. The consultant was involved, and line was removed and tip has not been visualised. Approximately, 5 cm left under ultrasound. Surgically removed on (B)(6) 2024.

Event description:
Premicath was inserted on 19.01.2024. Line went to be removed on (B)(6) 2024, unable to withdraw more than 2 cm with resistance. The consultant was involved, and line was removed and tip has not been visualised. Approximately, 5 cm left under ultrasound.surgically removed on (B)(6) 2024.

Manufacturer narrative:
The manufacturer is waiting on receipt of the sample, once received an investigation will be completed and reported to the FDA.